Event description:
Per the clinic, the patient experienced a loss of osseointegration. The patient was re-implanted with another cochlear device on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on august 7, 2023.